Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. The customer issue was confirmed during the performance verification test (pvt). The main board was found to be the root cause of the issue and was therefore replaced. Visual inspection was performed, and a detached downstream occlusion (dso) seal was found. Additionally, the upstream occlusion seal was damaged as well. The uso and dso seals were replaced with new ones. The motor was also replaced as a preventative measure.

Event description:
The customer returned the product for error code 46510 during device evaluation; a detached downstream occlusion (dso) seal was found. There was no patient involvement.